Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) was recorded as high and customer administered insulin injection to address bg. Reportedly, customer cleared the alarm and continued to use pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.